Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.

Event description:
#Irn: (B)(4) incident occurred in france: an anaesthetist placed an injection catheter preoperatively for analgesia after knee prosthesis. The catheter was inserted without any particular problem, but during injection, it bent and broke inside the patient. The surgeon in charge of the knee replacement had to make an incision in the patient's thigh in order to recover the broken end.